Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 10/03/2025, it was reported that the patient's phone alarmed that she's "low" and the patient started being dizzy. No mention if the bg was checked. Her daughter had her eat lots of candies but the egv only went to 55mg/dl. Her daughter called the family doctor and instructed for them to go to the emergency room (ER). Her daughter drove with the patient to the ER. The nurse did fs testing and the bg showed 445 mgdl while the egv was 55 mg/dl. The patient was given IV fluid and insulin via injection. They stayed at the hospital for 2 hours. By the time of discharge, the patient feels fine. They removed and replaced the sensor at home. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken in the ER. No additional patient or event information is available.